Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) was analyzed and the complaint was not confirmed by failure analysis. The reported event with the instrument could not be replicated nor confirmed. Visual inspection did not reveal any damage to the grip cable and the pitch cable. The instrument grips were manually manipulated, the grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The instrument ID was corrected to 471205-19/k16250109 0314 per instrument returned. The probable root cause cannot be determined based on the information provided and failure analysis results.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.